Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device could not be interrogated. It was noted that the device was programmed to high output settings, which could have lead the device to early eri.